Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous interventional coronary procedure. Reportedly, when the needle plunger was pulled out the suture broke. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a suture break was not confirmed. There was a piece of suture approximately 4.625 inches in length protruding from the anterior guide channel. The ends where examined and both looked as if cut and not a break; there were no signs of a tensile tearing. The plunger was examined and there was a link attached at the anterior needle with a piece of suture attached to the posterior link cuff. The end of the suture was examined and it was observed to have been cut and not a tensile tear (break). Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.